Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a recent increase in seizures. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Information from the patient¿s treating physician indicated that the patient¿s vns had greatly improved her quality of life, including reducing seizure frequency, reducing or eliminating a specific seizure type, and lessening the severity of other seizures. No additional pertinent information has been received to date.

Event description:
The patient was referred for a pocket revision and generator replacement surgery. The surgery was for patient comfort reasons relating to discomfort and keloid scarring at the generator site. The generator replacement was prophylactic. The patient was previously on higher device settings that resulted in greater efficacy than her present seizure control. The most recent device diagnostics on the patient¿s vns were within normal limits. The pocket revision and generator replacement surgery occurred on (B)(6) 2016. The generator was reportedly discarded following surgery, so device return is not expected. Further attempts for additional pertinent information have been unsuccessful to date.

Event description:
Communication was received from the patient¿s treating neurologist. The patient¿s seizure frequency was above her pre-vns baseline at 17 per day, up from about one per day. However, the treating physician assessed that the increase was likely not related to vns, because it has not been established if the patient¿s seizure events are epileptic. Contributing factors included pain manifesting as possible psychological seizures and significant domestic turmoil. There is no indication of medical intervention being planned or taken for the increase in seizures. No additional pertinent information has been received to date.